Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted right ventricular - rv lead exhibited noise, loss of capture and decreased ventricular sensing. A computerized tomography scan was performed and the rv lead was found to have caused cardiac perforation. The rv lead was explanted and replaced. The patient was stable condition afterwards.